Event description:
The explanted generator was received for analysis. Product analysis was completed and approved. Analysis confirmed that the generator battery was near end of service. Contaminates were observed on the trimmed edge of the pcba (printed circuit board assembly), which were noted to have resulted in increased current consumption, and may have been a contributing factor for the depleted battery. According to this data, there is evidence that suggests the device was affected by the laser-routing process used during manufacturing. Calculations utilizing the percent battery capacity remaining based on the therapy history and based on the voltage found that the device's battery life was below the 95% prediction interval based on the linear fit of the non-laser routed devices. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and the device may be susceptible to premature battery depletion. The device was originally replaced due to low impedance (housed in MFR report #1644487-2019-01727).